Event description:
Additional information received reported that the patient had the device explanted. There was "no patient injury." It was added that the patient's shocking sensation was down her leg. The patient's fall was also mentioned and it was noted the patient had trauma from that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt a shocking or jolting sensation while her stimulation was turned on and off. It was noted the pain was occurring mostly on the patient's right back side and lower spine region. The patient also had "really bad abdominal pain." The patient became sick the night prior to this report; "she passed out and possibly fell and hit the implantable neurostimulator (ins) on the tub." It was also reported the patient was "sitting on the stool trying to use the restroom and fell sideways in her bathtub and the patient thought she dislocated the wires." The patient experienced pain and it "wouldn't go away" and she was vomiting and couldn't stop. The patient was admitted to the emergency room (ER). It was noted a manufacturer representative ran diagnostics and confirmed all programs were at 0 volts (v) and off. The patient's symptoms were located at her ins site and "went over to her spine." It was reported the patient felt like it "clenched up her muscles and slowly it would let go." It was also noted "if you put a finger on either side of the patient's spine it felt like pulsing (hose with water) moving." The patient was unable to urinate since the accident. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v796111, serial# implanted: (B)(6) 2011, explanted: product type lead. (B)(4).

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found no anomalies and the device functioned as intended.